Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that up button doesn't response.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.